Event description:
It was reported via voluntary medwatch that the lead was capped due to a product performance issue. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5164971.